Event description:
Pt status post pediatric spinal deformity treatment (l5-s1) returned for f/u on an unk date. Examination showed that the pelvis rod had migrated and was protruding from the pt's back at the ilium area. Pt's bone quality reportedly did not hold the rod in place. Pt returned to operating room on (B)(6) 2012, for revision. Surgeon explanted unit rod (ilium) and wire. Pt was revised to a different rod and 4 screws. While inserting one of the screws for the revision, the tip of the screw and hook holder broke off in the head of the screw. The tip was not retrieved, and remains in the screw, and the screw remains implanted in the pt. Explanted hardware was given to pt. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.